Event description:
A healthcare provider reported that the patient's stimulator was not working. The patient had a loss stimulation that started around 2014. It was noted that the patient no longer had back pain so they stopped using their device a while prior to the report. They were trying to get an MRI at the time of the report but the device was not MRI compatible. The MRI was for an unrelated issue. The patient was implanted for non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.